Event description:
Procedure type: esophagectomy. According to the rptr: the stapler was placed, and they tried to mate the anvil to the stapler but it would not mate. They tried 3 times but on the 1st try they felt a snap. The stapler was removed but the case was converted to an open procedure in order to remove the anvil and re-stitch the anvil. Operative time was delayed more than 30 minutes. No significant bleeding occurred. Tissue damage occurred.

Manufacturer narrative:
(B)(4).